Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during manual prime, was unable to exit from preparing to prime loop and the drive support cap is protruded. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the basic occlusion test due to protruded and or loose drive support disk. The device was received with cracked case at display window corner, reservoir tube lip, minor scratched display window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.